Event description:
Fax received from japanese distributer, 8/7/98: "it seems that the coil came loose due to one of actions taken by the doctor. 1. After recording signals from the pathfinder, the doctor pulled on the catheter to remove it and encountered a bit of resistance. 2. Next he attempted to reinsert the catheter the few milimeters that he had just withdrawn it. While reinserting the catheter he torqued the catheter to help it to free from whatever it was caught on."